Event description:
The user facility reported that the bronchoscope had already been reprocessed several times, but the bronchoscope's culture test was still tested positive for bacterial growth. The user facility was contacted to obtain add'l info regarding this report and the employee health nurse at the facility reported that prior to culturing the bronchoscope, there were four to five pt's bronchial washings that reportedly tested positive for the same bacillus species, and the nurse reported that these pts were examined with the same bronchoscope. There was no further info provided by the user facility.

Manufacturer narrative:
The device reference in this report was sent to an off-site independent third party laboratory for microbiological testing prior to performing a physical eval of the device. The device was evaluated upon receipt from the lab. The instrument channel was examined and an unidentified orange substance was noted inside the channel mount area. There was also small amounts of an unidentified white substance noted inside the suction port and at the channel pipe opening at the distal end on the endoscope. Peeling and chevron marks were noted on the light guide tube. As part of the investigation of this report an olympus endoscopy support specialist (ess) visited the facility to assess the reprocessing practices at the site. The ess identified areas of deficiencies in reprocessing of bronchoscopes, and provided in-service training support to staff members at the facility. The initial results of the microbiological testing on the bronchoscope indicated positive for bacterial growth, however, the micro-organisms have not yet been identified. A supplemental report will be filed with the results of testing.